Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high, out-of-range pace impedance of greater than 2000 ohms. The rv lead was replaced, and the physician also elected to replace the device to optimize patient therapy. No additional adverse patient effects were reported.